Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the set screw "slipped" during insertion. The screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread.

Manufacturer narrative:
(B)(4).